Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was over 700mg/dl. It was reported that the customer was vomiting and had severe headaches. Troubleshooting was performed. The programming was correct and the alarm history revealed several motor error alarms. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.